Event description:
The device was applied during a low anterior resection procedure. Reportedly, the instrument staple line was not complete. The surgeon resected tissue and completed the procedure by manual suture.